Event description:
A 2.5 mm diameter x 12 mm length endeavor mx2 drug-eluting coronary stent delivery system was inserted into a pt for the treatment of an lad lesion. The vessel morphology was reported to be very tortuous and calcified. It is unk if the lesion was pre-dilated. The physician was experiencing resistance and had to use excessive force; however, he was able to deploy the stent at the lesion site successfully. It was reported that during the use of excessive force that the endeavor delivery system broke. The physician also used 3 stents from another MFR; experiencing difficulty reaching the lesion with these devices as well. The pt is fine.

Manufacturer narrative:
Eval results: (very tortuous and calcified) conclusions: (lack of info, device not returned). (Very tortuous and calcified).